Manufacturer narrative:
One device was received for evaluation for the complaint that the pumps were over/under infusing outside the acceptable ranges. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the crack on dso (downstream occlusion) seal. During accuracy testing the result is within the specification, so the reported problem could not be duplicated. The dso seal was replaced, and the device passed all performance testing.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pumps were over/under infusing outside the acceptable ranges. There was no patient involvement.